Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) has been confirmed. Upon investigation the monitor did not pass essential performance testing. The cause for the failure was a defective q2 component on the ca board. The root cause for the defective q2 component could not be positively identified. There were no adverse events associated with the monitor malfunction.